Event description:
Medtronic received a report that an intracranial arterial thrombectomy was performed. Under roadmap guidance, a micro-guidewire was used to carefully guide the microcatheter through the distal occlusion. After withdrawing the micro-guidewire, microcatheter angiography showed good visualization of the m2 segment and both superior and inferior trunks. After adjusting to the appropriate position, a solitaire fr flow restoration device (420 mm) thrombectomy stent was introduced into the microcatheter. Once the stent was accurately positioned, the microcatheter was withdrawn to release the stent. The stent was fully expanded using the push technique, then one-third of the stent was retrieved via the microcatheter. With the aid of stent anchoring, the distal access catheter was advanced to the origin of the middle cerebral artery. During the procedure, due to severe vascular tortuosity, it was difficult to position the distal access catheter. While rotating and advancing the distal access catheter, the distal end of the solitaire fr flow restoration device (420 mm) thrombectomy stent fractured and was released. Repeat angiography showed: the right middle cerebral artery was recanalized, the stent spanned the occluded segment, a small amount of thrombus shadow was visible in the m1 segment, and branch visualization was slightly delayed; blood flow was smooth. Measures taken: 8 ml of diluted tirofiban was injected via the distal access catheter, followed by continuous intravenous infusion of tirofiban diluted solution at 8 ml/h. It was reported the posterior end of the intracranial thrombectomy stent was broken. It was noted that this might lead to delayed treatment of physical function impairment in patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that on (B)(6) 2025, intracranial arterial thrombectomy was performed. Under roadmap guidance, a m icro-guidewire was used to carefully guide the microcatheter across the distal occlusion. After withdrawing the micro-guidewire, microcatheter angiography showed good visualization of the m2 segment and both superior and inferior trunks. After adjusting to the app ropriate position, a solitaire fr flow restoration device 4*20 mm thrombectomy stent was introduced into the microcatheter. Once the stent was accurately positioned, the microcatheter was withdrawn to deploy the stent. Using the push-and-pull technique, the stent was fully expanded, and then one-third of the stent was retrieved via the microcatheter. Using the stent as anchor, the distal access catheter was advanced to the origin of the middle cerebral artery. During this process, due to severe vascular tortuosity, the distal access catheter was difficult to position. While rotating and advancing the distal access catheter, the rear end of the solitaire fr flow restoration device 4*20 mm thrombectomy stent fractured and was deployed. Angiography showed that the right middle cerebral artery was recanalized, the stent spanned the occluded segment, a small thrombus shadow was visible in the m1 segment, and its branches showed slightly delayed visualization; blood flow was smooth. Measures taken: 8 ml of diluted tirofiban was injected via the distal access catheter, followed by continued intravenous infusion of diluted tirofiban at 8 ml/h. There was slight bleeding during the surgery. There was pushwire break/separation. The pushwire was torqued during the procedure. Resistance was encountered. The pushwire break or separation is located in the distal section. All broken segments of the pushwire were not removed from the patient. The broken segment is located at the rear area where the connection point between the stent and the pusher rod. The stent remained in the patient. The stent was broken and remained in the body and could not be removed for the time being. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. The patient was undergoing surgery for treatment of an m1 ischemic stroke. The patient's baseline modified rankin scale (mrs) score was 5, procedure 4. Baseline national institutes of health stroke scale (nihss) score was 16, post procedure 10. Baseline tici score was 0, post procedure 2a. IV tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 30 minutes. Additional information was received reporting that the patient discharged normally after recovery from surgery. There was slight ble eding during and after surgery. The cause of solitaire fr stent guidewire breakage during surgery was not determined. There are no plans to remove the solitaire from the patient. There was slight bleeding during and after the operation, so no anticoagulant was added. After the condition stabilized, long-term anticoagulant treatment was taken, and follow-up was recommended if the condition is not satisfactory. Preoperative nihss score 16 points, preoperative mrs 5 points, preoperative tici grade 0. Discharge nihss score was 10 points, mrs score was 4 points, and postoperative tici score was 2a.